Event description:
It was reported that the patient went for a follow up (f/u) appointment and complained of discomfort at implant tooth site #12. The apical area of the implant was slightly tender to palpation. There was no swelling, nor cozying and marginal area was within normal limits (wnl). The patient was given x-rays, amoxicillin trihydrate (+) clavulanic acid (augmentin) and methylprednisolone (medrol). It was determined the patient had developed an infection with abscess. Therefore, the implant was removed, the area was curated, irrigated with chlorhexidine and a dressing was placed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.